Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: na.

Event description:
New etq created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation alleges patient had severe and persistent pain which increased, difficulty walking, decreased range of motion, difficulty performing activities of daily living, loss of muscle mass and deterioration of soft tissues in hip due to high metal levels in bloodstream after asr hip implant. Ppd received with litigation. **update** (B)(6) 2013 - ppd received. Part/lot info updated. There is no new information that would change the outcome of the investigation. Update rec'd (B)(6) 2015 - litigation papers allege excessive levels of chromium and cobalt, pain, discomfort, swelling, loss of energy, malaise, soreness, and localized damage to tissue and/or bone surrounding the acetabulum. The stem & sleeve have been added to the complaint. Complaint updated on (B)(6) 2015.